Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was having a CT scan in the hospital at the time of the event. Radiology staff was with the patient at the time of the event. The response buttons were only pressed after the treatment was delivered. The patient remained in the hospital and continued to wear the lifevest until ending use due to an improved ejection fraction on (B)(6) 2015.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the hospital and continues to wear the lifevest until ending use due to an improved ejection fraction on (B)(6) 2015. Device evaluation was accomplished through a review of the patient's downloaded data files. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - (initial use). Electrode belt sn (B)(4) (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.